Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime/fill and no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had resolved the issue and it priming the insulin pump all the way without reservoir. Customer declined the troubleshooting. Customer stated that insulin pump seems to be working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.